Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. The shock induced ventricular fibrillation (vf) and the device delivered subsequent shocks which converted the rhythm however therapy was exhausted. The vector was reprogrammed however atrial fibrillation (af) episodes were stored due to t-wave oversensing as well as some untreated episodes. Additional troubleshooting was performed and the vector was reprogrammed to alternate which mitigated the oversensing. No adverse patient effects were reported.